Event description:
It was reported that stent dislodgement occurred. The target lesion being treated was located in the ostium of the severely calcified right profunda artery. A 6.0mmx14mmx150cm express stent delivery system was advanced and deployed. When the physician pulled the balloon out and took a picture, it was noticed that the stent had moved and was floating in the iliac artery. The stent was crushed against the wall of the iliac artery with the implant of another express ld stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).